Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: underwent revision for loosening of the tibial component, lucency along the anteromedial margin of the tibia component, femoral component well seated, walking stick for ambulation and antalgic gait, pain after 3 falls, subsidence of the tibial component, synovitis and metallosis, central portion of the tibia which was very soft and full of metallosis on the medial side, loose patella removed, scar tissue and metallosis and synovium around the patella excised. Radiographs were not sent for review as medical records documented review of the images. The complaint is confirmed via medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h6, h10. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02963, 0001825034-2024-00242.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately seventeen (17) years post-operatively to address pain, difficulty ambulating and tibial loosening after being struck by a car one (1) year prior. During the revision, the tibial and patellar components were identified to be loose and significant synovitis and metallosis were identified within the patient's tibial and patellar bones. Revision operative notes noted that the patient had presented with progressive knee pain as well as tibial and patellar subsidence. The tibial and patellar components were confirmed to be loose and removed without complication, revealing soft tissue and metallosis. The femoral component was noted to be stable. The tibial and patellar components were replaced and no intraoperative complications were noted.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni the complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately seventeen (17) years post-operatively to address pain and tibial loosening after being struck by a car one (1) year prior. Revision operative notes noted aseptic loosening of the tibial component.